Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as did not wear a mask while performing peritoneal dialysis (pd) therapy. The peritonitis was manifested by vomiting, diarrhea, fever, abdominal pain and cloudy pd effluent. The patient was hospitalized (date and indication unspecified). On unreported dates, the patient began treatment for the peritonitis with unspecified antibiotic therapy (dose, frequency and route not reported) and the patient was re-trained on aseptic technique. On an unreported date, the patient did not respond to peritonitis treatment and therefore was indicated for pd catheter removal and transfer to hemodialysis (dates unspecified). Thirteen days after onset, the patient was discharged from hospital. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.